Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error alarm. Customer's blood glucose reading was unknown at the time of the incident. Customer stated that their belt clip broke and the insulin pump fell in the swimming pool prior to the alarm. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.